Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was leaking as soon as the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was introduced to the patient body. The carto vizigo¿ 8.5f bi-directional guiding sheath, medium, was replaced, and the issue resolved. There was no report of patient consequence. The physician stated the hemostatic valve was not functioning appropriately. The hemostatic valve did not separate into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient at the time of the event. No air entered the patient¿s body. No percutaneous or surgical removal was required. Minimal blood return was observed, and the hemodynamics was not compromised due to bleeding. No medical intervention was required to stop the bleeding. The event was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was leaking as soon as the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was introduced to the patient body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. There was no report of patient consequence. The physician stated the hemostatic valve was not functioning appropriately. The hemostatic valve did not separate into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient at the time of the event. No air entered the patient¿s body. No percutaneous or surgical removal was required. Minimal blood return was observed, and the hemodynamics was not compromised due to bleeding. No medical intervention was required to stop the bleeding. Device evaluation details: according to pictures provided by customer, the hemostatic valve was observed folded inside the hub of vizigo sheath. The physical complaint device was also visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001304 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).